Manufacturer narrative:
(B)(4). Baxter has not received this device or service or evaluation. A supplemental MDR will be submitted if the device is returned to baxter for service.

Event description:
It was reported that a device alarmed for a closed door message. There was no patient incident.